Manufacturer narrative:
Date of event is estimated. Additional information is unable to be obtained as the initial reporter elected not to be identified.

Event description:
It was reported in medwatch report mw5188677 the patient experienced uncomfortable stimulation and ineffective therapy. Troubleshooting was unable to resolve the issues. As a result, surgical intervention may be undertaken in the future. Initial reported elected not to be identified.